Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawers failed and required maintenance. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's half height cubie drawer 4.1, 4.2 failed and required maintenance. The field service engineer (fse) had resolved the issue by reseating the row board cables and checking for debris, but none had been found. The system functioned as intended after the field service engineer repaired the device.